Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient was not getting any pain relief and that as a result a revision surgery was performed. No further complications were reported.